Manufacturer narrative:
A review of lot# 3261463 showed that (B)(4) units were manufactured, tested, inspected and released in (B)(4) 2016, citing to anomalies.

Event description:
Complaint received regarding one cl2000s, chemolock; lot# 3261463 (mfd. May 2016). The report states, syringe leaked from the top of blue chemo lock, between the blue piece and clear plastic initiation of IV push to low part of chemolock port for chemo push was being used. Syringe was attached, checked for blood return from site, pushed approximately. 1-2 ml epirubicin noted leaking, push stopped. No chemotherapy touched patient. There were no adverse patient /clinician consequences reported.